Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h6, h11. A getinge field service engineer unable to reproduce the failure. The problem was thought to be a poor connection between the video receiver board and flat cable inside the display. Fse replaced video receiver board (d670-00-0736) and flat cable (d012-00-1747) as a precaution. The issue did not recur after replacement, and a functional inspection confirmed that there were no problems, with the results being satisfactory.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the screen display of cs300 intra-aortic balloon pump (iabp) was temporarily defective. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer unable to reproduce the failure. The problem was thought to be a poor connection between the video receiver board and flat cable inside the display. Fse replaced video receiver board (d670-00-0736) and flat cable (d012-00-1747). The issue did not recur after replacement, and a functional inspection confirmed that there were no problems, with the results being satisfactory.

Event description:
It was reported that during user inspection the cs300 intra aortic balloon pump (iabp) experienced display issues. There was no patient involvement,